Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product or a picture was not provided. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed based only on the information provided. To perform an investigation and determine the source of defect reported, it is necessary to evaluate the sample involved on this complaint. However material from current inventory at the manufacturing facility was functionally inspected and no issues were detected that can lead this customer complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer reports that the medication does not nebulize. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for further investigation. The manufacturer reports that no issues could be found with the sample during functional testing. The device functioned as intended.

Event description:
The customer reports that the medication does not nebulize. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing was kinked and there was a white residue found inside of the jar, cap, and jet. A microscopic inspection revealed that a green particulate was found at the top opening and bottom opening of the orifice of the jet. A functional inspection was performed to determine if the nebulizer was misting. 5cc of water was added to the returned nebulizer unit and the tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. The nebulizer bubbled for only 30 seconds and a mist was produced from the chamber of the nebulizer. This could be attributed to a particulate in the orifice of the jet found during visual inspection. The nebulizer did not mist after that. The reported complaint that the nebulizer did not mist was confirmed through the functional inspection of the returned sample. A DHR review could not be conducted since the lot number was not provided. A CAPA has been initiated to further investigate this complaint issue.

Event description:
The customer reports that the medication does not nebulize. No patient injury/harm reported.